Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, one undated photo was provided for review and confirms that the device broke into two large pieces. It was communicated via e-mail that no pieces remained in the patient and that the patient is healthy. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken in two pieces, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that one undated photo was provided for review and confirms that the device broke into two large pieces. It was communicated via e-mail that no pieces remained in the patient and that the patient is healthy. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka a jrny ii cr lkg fem imp bumper lt was broken while impacting femoral component, the device broke of into two large pieces, no small fragment were left inside of the patient. Surgery was resumed with a smith and nephew back-up device and without any surgical delay. Patient current health status is healthy.